Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was initially reported that as soon as the zimmer electric dermatome handpiece was being used by the surgeon it provided a very low potency and stopped working a few minutes later. The power source was inspected and was found to be working; however, the dermatome was not. Additional clinical information determined that there was no patient harm; however, there was a surgical delay of approx. Sixty minutes while an alternate device was obtained from another location. The surgeon completed the surgery using a manual method of obtain the specimen.